Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump went dead. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. Customer stated the insulin pump had hal software error detected alarm. Customer reported they were unable to rewind the pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No pump error alarm noted during testing however, the formatted history file confirmed pump error alarms due to a software error. Device received with unexpected battery power loss and had high sleep current due to moisture damage on the electronic assembly.